Manufacturer narrative:
The medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent a frozen elephant trunk procedure for a thoracic aortic dissection. On (B)(6) 2022, the patient underwent tevar using two gore® tag® conformable thoracic stent grafts with active control system. Tgm343420j was implanted from the frozen elephant trunk, and tgmr373720j was implanted distally. On (B)(6) 2022, at a follow up, CT revealed a type iii endoleak from the junction between the frozen elephant trunk and tgm343420j. On (B)(6) 2022, reintervention was performed. The ballooning was performed to the junction area using a gore® tri-lobe balloon catheter. Before the ballooning, angiography was performed to confirm the type iii endoleak, but the type iii endoleak was not observed. Therefore, angiography was performed after the ballooning and it couldn¿t confirm whether the type iii endoleak was resolved. The patient tolerated the procedure. The physician stated that the gore® tag® conformable thoracic stent graft with active control system might have been oversized compared with the graft.